Event description:
A report was received that a patient underwent a pocket revision due to the pocket being too deep, making it difficult to charge. Nothing was implanted or explanted and the patient is doing well following the procedure.